Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, two video clips and eight photos were provided for review. The dialyzers in the videos appear to have been exposed to blood as the fibers have a pink hue; however, the leaking fluid appears to be clear dialysate. The leak is coming from the base of the bell housing in both videos. It is unknown what caused the leak as there is no damage visually apparent in either video; however, based on the location it most likely is a crack in the housing. Of the eight provided photos, there are at least three distinct dialyzers (one that was exposed to blood and two that were not). The one dialyzer that had been exposed to blood appears to be related to the dialyzer depicted in one of the videos. Another dialyzer in the photos has a distinct pucker/crease on the dialyzer label near one corner and has a blood port cap on the hansen port and dialysate in the dialyzer. There is no visible damage noted on the dialyzers, perhaps due to the quality of the photos. One photo is a close-up of a dialyzer label, but the photo is too blurry to distinguish the information on the label. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were three approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on the provided information, the complaint was unable to be confirmed. The cause cannot be determined from the provided media and the actual sample was not returned for evaluation.

Event description:
A hemodialysis (hd) user facility reported that a dialyzer leaked from the header cap during a patient¿s hd treatment. The event resulted in an unknown amount of blood loss. No medical intervention was required due to the event, and there was no reported patient injury or harm. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Event description:
A hemodialysis (hd) user facility reported that a dialyzer leaked from the header cap during a patient¿s hd treatment. The event resulted in an unknown amount of blood loss. No medical intervention was required due to the event, and there was no reported patient injury or harm. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.